Event description:
It was reported by service report that the brakes would not hold in the brake position. The customer could not determine if there was patient involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Brake cam.